Manufacturer narrative:
(B)(6). Patient country: canada.

Event description:
Unomedical reference number (B)(4). Event occurred in canada. It was reported that patient faced infusions set leakage at site event on 08 june 2024. No further information available